Event description:
Per medwatch report, a pt with a history of hypertension and hypercholesterolemia was admitted for a hemorrhagic cerebral vascular accident. The pt developed deep vein thrombosis (dvt), and a filter was placed. The pt required fasciotomy for compartment syndroma/inferior vena cava thrombosis and dvt of contralateral leg. The pt expired from unrelated complications.